Manufacturer narrative:
No complaint was received from the initial reporter. The FDA MDR filed by initial reporter was sent to the manufacturer by FDA and received by the manufacturer on (B)(4) 2011. The complaint device was returned and evaluated. Our inspection found the bulldog clip of the device was bent, and the tip broken off, by undue force. The device is more than 10 years old. No defects in materials or workmanship was found and the device is outside our 10 year warranty coverage period.

Event description:
Scheduled case of removal of aortofemoral bypass graft, femoral-popliteal bypass. Surgeon made multiple attempts to insert scanlan tunneler down left leg-femoral to popliteal. Attempts were unsuccessful and the instrument was removed. Immediately found megal instrument tip and plastic tip of sheath broken off. Device usage problem: device failed (e.g broke, couldn't get it to work or stopped working) as reported.